Manufacturer narrative:
The insulin pump had normal operating currents. The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 600 mg/dl. The insulin pump will be replaced. Nothing further reported.